Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pre-syncopal patient presented to the emergency room with loss of capture observed on the right ventricular lead. Upon isometric testing, failure to pace was suspected on the pulse generator and the patient experienced asystole and syncope. On (B)(6) 2018 the patient presented to the operating room for lead revision and device replacement procedure. During procedure, no evidence of fracture or insulation breech was noted on the lead. The lead was capped and replaced; the device was explanted and replaced. The patient¿s condition before, during and post procedure was stable.